Manufacturer narrative:
Investigation summary: bd received five photos for investigation. The customer photos depict a device that is broken at the hub/collar junction, causing the hub and collar to separate and the cannula to bend. However, there is no evidence of sleeve leakage in any of the photos. A total of 20 retained samples were visually inspected for a damaged collar, and all samples passed testing with no evidence of damage to the device or broken collars. Additionally, 20 retained samples were inspected for hub/collar separation and defective locking mechanism, and all samples passed testing with no signs of damage or separation during activation of the safety shield. Furthermore, 10 retained samples underwent functional tests using 10 tubes per needle, and all samples passed testing with no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hub/collar separation. This complaint has not been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety was found to be detached for two (2) devices. During use with an additional needle, blood leaked from the device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety was found to be detached for two (2) devices. During use with an additional needle, blood leaked from the device. No adverse impact was reported regarding the patient or user.